Event description:
Customer reported that she has experienced unexplained high blood glucose for the past 5 days. Customer stated that the blood glucose level has been between 300 to 400 mg/dl. Initial blood glucose reading was 355 and later it was 548 mg/dl; customer treated with insulin manual injection. Customer also reported that the insulin pump has physical damage and was concerned about it affecting its performance. The damage is cracks in reservoir and battery compartments. Customer also stated that she was in the heat and the screen turned purple. She also reported that she has experienced blood at site when removing the infusion set. Infusion sets inserted in abdomen. Site does not show signs of infection and is not actively bleeding. Customer was advised on recommended insertion instructions. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was programmed and monitored with no blank display was noted. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.